Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported: "the readings are incorrect: the displayed results of the o2 saturation/heartrate is too high or too low unreliable. It varies excessively. The broken cable is obvious when you inspect it. It has a kink and perforated sheathing. Only message seen is sensor disconnected. No error code seen." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed cracks to the top shell and battery holder of the unit. When the unit is powered on, all led segments do not illuminate. The device was unable to obtain measurements. Internal inspection showed the instrument board had corrosion that prevented the unit from showing all the led segments. A service history record review reveals this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.